Event description:
There was one endeavor sprint rapid exchange (rx) drug eluting stent implanted in the proximal lad during index procedure. The pt was discharged two days later. It is reported that the pt suffered a coronary artery dissection, no further details are available. Approximately 1 month post index procedure the pt was admitted to hosp due to coronary 2 vessel disease. Treatments for the event included, beloc zok 95mg, vesdil 1.25mg, norvasc 5mg, fragmin 2500.00 ie, nitroglycerin 0.8mg orally and heparin 2500.00 ie. The event was considered resolved and the pt was discharged one day later. It is reported that an angiography of the main stem left coronary artery showed slight to moderate vascular wall alteration proximal to the area of dissection and the dissecting membrane was no longer detectable. The angiography revealed sufficient post procedural results. In the investigator's opinion, the event of coronary 2-vessel disease was considered mild in intensity, not related to the study medication, study device or study procedure.

Manufacturer narrative:
(B)(4). Eval, results: dissection.